Event description:
Watchmen use for covid-19 under emergency use authorization (eua): patient extubated themselves and left unattended leading to code blue being called. Sitter not in room at the time. Rn not present when patient extubated themselves.